Event description:
The patient was seen in the e.r. After having received multiple shocks. The device was found to be in hardware vvi mode (hwvvi). Device changeout and patient monitoring was recommended because defib capability would not be available. The patient coded during memory map retrieval, was revived, but expired later in the evening. The patient had been non-compliant with follow-ups and it could not be determined whether or not the hwvvi was due to battery depletion.

Manufacturer narrative:
Na